Event description:
Physician was using an admiral xtreme otw pta balloon catheter to treat a lesion in the external iliac artery which exhibited 85% stenosis and severe tortuosity. No abnormalities noted during preparation and device inspection prior to use. During pta operation, the physician performed pre-dilation to the external iliac using the admiral xtreme through a 6f non -medtronic sheath with no abnormalities. After the lesion treatment no difficulty noted during withdrawal. Physician attempted to insert the admiral xtreme again to the same sheath for post-dilation; however, it could not be passed through the sheath. It is unknown if the device was fully deflated prior to reinsertion. Furthermore it could not be retrieved from the sheath due to resistance, so the device was cut to retrieve. The operation was successfully completed using a non-medtronic balloon as replacement with the same is and no health hazard was reported to have occurred to the patient.

Manufacturer narrative:
Results: root cause undetermined. Conclusion: conclusion not yet available. Evaluation in progress. (B)(4).

Manufacturer narrative:
No failure detected (evaluation of returned device did not detect/duplicate reported event) (B)(4).

Event description:
Evaluation summary: the returned device was in two pieces. The proximal part includes the luer, strain relief and a portion of the shaft while the other portion includes the rest of the shaft and the balloon. The balloon is unfolded thus we could confirm that it has been inflated. The catheter was dirty of blood along the inflation lumen and both inside and outside the balloon. Traces of radiopaque solution were evident within the balloon portion. A 0.035" guide wire into the is and then loaded the catheter tip over the guide wire. The device was able to pass through half of a 6f is. The friction was high in order to advance any more. The balloon was removed and the guide wire lumen was flushed with saline solution. The balloon inflated and flushed. After flushing and cleaning the balloon catheter was reintroduced and in this case was successful. The balloon could advance along the whole length of the is cannula with a certain friction but in the end it could go out of the is without any damage or kinking. The balloon catheter was then removed with no issues or damaging the balloon catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.